Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation on (B)(6) 2017, prior to the pacemaker implantation procedure, the battery impedance was displayed as 0.35 kohms. During the pre-implant programming session, the pacing mode was programmed to aai, the automatic implantation detection function was turned to off and the lead polarity configurations were programmed to bipolar for both channels. After the implantation procedure was completed, it was noticed upon interrogation that the battery impedance was displayed as 1.35 kohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2017, prior to the pacemaker implantation procedure, the battery impedance was displayed as 0.35 kohms. During the pre-implant programming session, the pacing mode was programmed to aai, the automatic implantation detection function was turned to off and the lead polarity configurations were programmed to bipolar for both channels. After the implantation procedure was completed, it was noticed upon interrogation that the battery impedance was displayed as 1.35 kohms.